Event description:
It was reported that during a craniotomy surgical procedure the craniotome device was "getting stuck and was hard to get off". The reporter clarified that the "knurled knob did not turn properly; attachment did not lock, got stuck, and froze up." The planned surgical procedure was delayed five minutes as a result. A spare device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4)evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.